Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter stated the surgeon used an aq5010v -4.00 diopter three piece silicone lens. The lens was explanted due to hyperopia. No patient injury. Further information has been requested, but none had been forthcoming. A supplemental will be submitted when additional information is made available.

Manufacturer narrative:
Based on the results of the investigation, nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).